Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the jaw is on the top of the device. To clarify, the device has bottom and upper jaw. The effected jaw was the bottom jaw. Did the top jaw fall off the device? No. But just to make things clear, the inner part of the bottom stationary jaw that came off. Is the top jaw being returned with the device for analysis? Yes. Was the device difficult to open and close? Yes.

Event description:
It was reported that during a laparoscopic total hysterectomy procedure, initial phase of the surgery, the surgeon experienced that the jaw seemed to close rather tighter even though target tissue was normal. The tissue was neither thick nor fibrotic. The surgeon needed to apply extra force when advancing the I-blade using the closing handle. The surgery proceeded smoothly in spite of the above mentioned issue. Towards end of the case, the enseal 35cm inner bottom jaw seemed to started falling off (it didn't fall onto the patient's body on the surgical field), the scrub nurses decided to remove the enseal and inspect, the inner part of the bottom jaw has entirely fallen off. The surgeon decided to proceed by opening another sterile enseal g2 curved jaw 35cm. Surgery was prolonged ten minutes. There were no adverse consequences for the patient.